Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during programing of a fentanyl infusion the clinician selected the concentration of fentanyl 12 mcg/ml, however the concentration used was 20 mcg/ml. The fentanyl was programmed to be infused using weight-based dosing continuously at 0.5 mcg/kg/hr (vtbi: 3 ml) beginning at 6:26 pm with two boluses of 1mcg/kg (vtbi: 0.45 ml) delivered at 6:44 pm and 7:17 pm. The clinician indicated that although the incorrect concentration was selected when programming, the intended dose was still delivered. There was patient involvement but no harm.